Manufacturer narrative:
The returned valve was patent. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The valve met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. Crystalline debris was observed within the interior and exterior of the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve did not pump the saline through the tubing. It was stated that the length of time the device was in use was 15 minutes. Another device was opened, and there was no patient injury.